Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the thread was found to be detached from the needle. Another suture was used to resolve the issue. No patient involvement.